Event description:
It was reported that, decreased pacing impedance was observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.